Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by t-wave oversensing and low amplitude r-wave sensing. The patient's son reported that the patient was taken to the hospital via ambulance after the device fired 38 times in a forty minute period. The son indicated that the doctor observed the anchoring screw had loosened, allowing the lead to shift. He further noted that his father's enzymes were consistent with damage to the heart following a "storm" of shocks from the ICD. No further patient complications were reported as a result of this event.